Event description:
The IV filter was prepped in the beginning of the procedure in order to prevent bubbles from an IV entering the pt. The filter was prepped in the standard fashion, with no bubbles remaining after the prep. However, a few mins later, when it was soon to be connected to the access sheath, there was a large bubble in the filter. Filter was then removed and a new filter was prepped.